Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 30 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable damage. The dialyzer was subjected to a laboratory bubble point leak test; no internal or external leaks were observed. The dialyzer was then subjected to destructive disassembly for further examination of the polyurethane (pu) cut surfaces. Both ends of the pu cut surface were found to be intact; no damage, irregularities, or separations were identified. The fiber bundle was removed from the dialyzer housing to inspect the inferior pu surfaces and fiber bundle. Visual examination failed to identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer. Specifically, no kinked, looped, or damaged fibers were noted. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A review of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. Therefore, the complaint has been deemed not confirmed.